Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing was damaged resulting in pump being difficult to charge. The customer will continue to use the pump for insulin therapy. There was no reported adverse effect to the customer's blood glucose level.